Event description:
It was reported that the patient presented for an MRI scan. During capacitor maintenance during MRI set up a pop sound was heard. The patient felt an electric shock in the pocket and communication with the implantable cardioverter defibrillator was lost. The device was unable to be interrogated. The status of the device is unknown. The patient was stable and would have their device exchanged.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
The reported field event of communication failure was confirmed in the lab. The cause of the loss of communication was due to a depleted battery. Battery depletion was caused by excess current draw in the hybrid. X-ray inspection of the device revealed severe damage to the hybrid. The field events of noise and inappropriate shock could not be confirmed due to the extent of the damage. As a result of this finding, abbott is performing further investigation.